Event description:
Getinge became aware of an incident involving one of our operating tables, 720001b0, meera EU without auto drive. During surgery, a member of the medical staff had their foot trapped in the base of the operating table. This led to the staff member sustaining a compound fracture of the left leg, which required medical intervention and hospitalization. We decided to report the issue due to the serious injury of the user. According to the getinge technician who evaluated the or table on site, there was no malfunction of the table.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem, d4 version of model#, d4 unique identifier (UDI) #, h4 device manufacture date, fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: getinge became aware of an incident involving one of our operating tables, 710001b0, meera st EU without auto drive. During surgery, a member of the medical staff had their foot trapped in the base of the operating table. This led to the staff member sustaining a compound fracture of the left leg, which required medical intervention and hospitalization. We decided to report the issue due to the serious injury of the user. According to the getinge technician who evaluated the or table on site, there was no malfunction of the table. Corrected b5 describe event or problem: getinge became aware of an incident involving one of our operating tables, 720001b0, meera EU without auto drive. During surgery, a member of the medical staff had their foot trapped in the base of the operating table. This led to the staff member sustaining a compound fracture of the left leg, which required medical intervention and hospitalization. We decided to report the issue due to the serious injury of the user. According to the getinge technician who evaluated the or table on site, there was no malfunction of the table. Previous d4 version of model#: 710001b0. Corrected d4 version of model#:720001b0. Previous d4 unique identifier (UDI) #: (B)(4). Corrected d4 unique identifier (UDI) #: (B)(4). Previous h4 device manufacture date: 07/01/2017. Corrected h4 device manufacture date: 03/31/2017.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The full unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. E1 event site name: (B)(6).

Event description:
Getinge became aware of an incident involving one of our operating tables, 710001b0 ¿ meera st EU without auto drive. During surgery, a member of the medical staff had their foot trapped in the base of the operating table. This led to the staff member sustaining a compound fracture of the left leg, which required medical intervention and hospitalization. We decided to report the issue due to the serious injury of the user. According to the getinge technician who evaluated the or table on site, there was no malfunction of the table.